Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, suggesting the account replace the pendant control since the alleged issue ceased when the pendant control was isolated. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Per the hill-rom user manual: to install the pendant into the side rail 1. Position the pendant next to the opening in the intermediate side rail or head-end side rail, depending on the cable length. 2. Insert the top edge of the pendant into the side rail so it engages the upper section of the side rail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the side rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the account three additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the head section of the bed would raise unintentionally upon plugging in the bed. The bed was located in 2 south at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).